Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 4 mm x 150mm x 150cm ranger balloon was selected to treat peripheral artery disease in the superficial femoral artery. The lesion was moderately tortuous, 100% stenosed and severely calcified. Inside the patient, the balloon was inflated once to 14 atmospheres for 30 seconds when it ruptured. The balloon was removed without any problems using the normal method. The procedure was completed with a different device. There were no patient complications reported.